Event description:
The customer reported that the 840 ventilator stopped cycling. It is unk if there was pt involvement. Multiple attempts have been made to get pt info but no customer response. The customer reported to have replaced the bdu cpu pcb.

Manufacturer narrative:
Npb performed software upload only. The ventilator passed all testing.